Manufacturer narrative:
(B)(4). The local area field representative was contacted for additional information however no further information was available. Records indicate the patient later expired, no allegations were made at that time. The available information suggest the device remained implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) received multiple shocks for ventricular tachycardia (vt). The shocks were unsuccessful, however the patient was successfully externally rescued. A message was displayed indicating a shorted lead condition occurred. This device is implanted with another manufacturer's implantable defibrillation lead. Boston scientific technical services (ts) recommended replacing the entire system. No additional adverse patient effects were reported.